Event description:
Two parts of a clave¿ neutral connector reportedly snapped and started leaking the patient's unspecified drug during an infusion. There was no adverse event and no delay in therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one (1) new. List #12568, clave¿ neutral connector with one (1) used. List #12568, clave¿ neutral connector connected to one (1) used. List #unknown, extension set for inspection. One (1) clave had been broken off the end of the extension set on the male luer side. The male luer was broken and stuck inside the clave. The clave and male luer showed some marks that suggested a bending force was applied. The samples were leak tested per product specification. Leakage was observed on one (1) used clave. No leakage observed on one (1) new clave. The complaint of broken clave and leakage can be confirmed on one (1) sample. The probable cause is due to an unintentional bending force applied during use. The complaint cannot be replicated or confirmed on one (1) sample. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.